Manufacturer narrative:
.

Event description:
Company representative reported that after a nurse practitioner injected themselves in the temple with "a filler that may have been juvederm voluma (tm) xc," the product went into the "temporal artery" and caused the patient to experience hearing loss and "half of the face turned black. Patient was treated with (B)(6) vials of hyaluronidase and used a "warm water soak." Patient was also admitted to the emergency room. "3-4 days out," patient has scarring and bruising on the face which is resolving.

Manufacturer narrative:
Medwatch sent to FDA on 04/13/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "injected into the temporal artery," hearing loss, scarring, face turned black and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "the product must not be injected into blood vessels. Introduction of juvéderm voluma xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Company representative reported that after a nurse practitioner injected themselves in the temple with "a filler that may have been juvederm voluma xc," the product went into the "temporal artery" and caused the patient to experience hearing loss and "half of the face turned black." Patient was treated with 10 vials of hyaluronidase and used a "warm water soak." Patient was also admitted to the emergency room. "3-4 days out," patient has scarring and bruising on the face which is resolving.